Manufacturer narrative:
(B)(4) decreased blood pressure is not specifically addressed per the provided IFU. Rupture and perforation is addressed in the provided IFU. (B)(4) perforation is addressed in the provided IFU. Event evaluation: this product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. The complaint device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques and delivery systems of a 14-22 fr. Introducer sheath. The IFU provides recommendations for proper selection of graft size based on patient specific vessel diameter. Inadequate access vessels likely contributed to the reported difficulty. It is difficult to determine when the rupture/perforation occurred as pta was performed and multiple delivery systems were advanced in the diseased vessel. The physician commented that the rupture may have occurred during insertion of the converter. It should be noted that the physician did not report difficulty advancing the main body delivery system (18 fr sheath) and a sheath of another manufacturer (18 fr sheath). The complaint device has a 20 fr sheath. It is possible that the od of the sheath in the diseased iliac resulted in vessel rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
A (B)(6) female patient underwent aaa repair on (B)(6) 2010. The patient's anatomical form was not suitable due to severe arteriosclerosis obliterans of both access routes, and the physician planned approaching from the left retroperitoneum to place a 8mm knitted dacron as a conduit in the common iliac artery to insert a mainbody delivery system. About right side, he planned approaching from the common femoral artery in any way, but if it's impossible, converting to aorto-uni left iliac and fem-fem bypass was also planned. The physician attempted to place the conduit in the left common iliac artery, but failed due to bad vessel condition. He changed plan to aorto-uni left iliac and fem-fem bypass approaching from the right femoral. To determine if inserting a mainbody delivery system from the right femoral is possible, he inserted a 18fr sheath. It became difficult to advance at the right common iliac artery, but could be advanced after performing pta using a balloon (8mm 4cm). He inserted the mainbody delivery system and placed a mainbody graft and a converter. When a iliac leg graft was placed, sudden drop in blood pressure was confirmed and it was determined to be a rupture of artery on the right side. The physician placed additional 2 iliac leg grafts to the right femoral artery and the blood pressure was increased. He then cut and removed a part of the femoral artery below the iliac leg graft and placed an 8mm artificial vessel by end-to-end anastomosis, and cut open a small part of its surface to connect an artificial vessel to the left femoral artery. A fem-fem bypass procedure was then performed. The patient is doing fine.